Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed there was no adverse event. Record was created in error.

Manufacturer narrative:
(B)(4). Date of birth: patient was born in 1945. Concomitant medical products: vanguard ssk 360 femoral, cat#: 185265, lot#: 2896113; biomet smooth knee stem, cat#: 145024, lot#: 217700; biomet 360 offset adapter, cat#: 185211, lot#: 550490; vanguard 360 distal augment, cat#: 185385, lot#: 344750; vanguard 360 tibial tray, cat#: 161430, lot#: 2752284; vanguard 360 tibial bearing, cat#: 161453, lot#: 2684679. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00929, 0001825034-2017-08022, 0001825034-2017-08023, 0001825034-2017-08024, 3002806535-2017-00930, 3002806535-2017-00931. Product location unknown.

Event description:
It was reported that the patient was revised to address pain. Attempts have been made and no further information has been provided.